Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they visited to emergency room due to high blood glucose and (B)(6) 2019. The customer¿s blood glucose level was 350 to 457 mg/dl. At the time of incidence. Customer experienced vomiting like symptoms for high blood glucose level. At the time of visit to emergency room customer was in the range of 300 to 400 mg/dl. Customer was treated in emergency room. Customer alleged that the insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).